Event description:
It was reported that the customer's insulin pump has a crack to the lower left side of the display and to the reservoir compartment. It was also reported that the insulin pump was exposed to moisture. Customer's blood glucose level at the time was in the 80mg/dl and 120mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked case at display window corners, cracked display window, broken reservoir tube lip, missing reservoir tube lip o-ring and minor scratches on lcd window. No traces of moisture were noted at electronic or motor assemblies per visual inspection.